Event description:
It was reported that bd micro-fine¿+ pen needle broke off, and could not be found. The following information was provided by the initial reporter: "this is a report about a needle pe breaking off, which could not be found anywhere, was missing after injection. The patient underwent an ultrasound test in the hospital, which did not detect the needle in the body. It has been reported that there is no problem with the patient's health conditions."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 10-aug-2022. H.6. Investigation summary: two open 31g x 5mm pen needle samples and four photos were returned from lot. No. 1243863, cat. No. 320129. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula on was observed on one sample. No issues were observed with the remaining sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that bd micro-fine¿+ pen needle broke off, and could not be found. The following information was provided by the initial reporter: "this is a report about a needle pe breaking off, which could not be found anywhere, was missing after injection. The patient underwent an ultrasound test in the hospital, which did not detect the needle in the body. It has been reported that there is no problem with the patient's health conditions."